Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer contacted support and received assistance with resetting the pump; however, it was unknown if the issue persisted as the pump would not turn back on. Pump is being replaced in seperate case. The customer will use multiple daily injections (mdi) as a backup.